Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and air bubbles on the reservoir. The customer's blood glucose is 333 mg/dl. Troubleshooting was performed. Customer stated that air bubbles were not removed successfully. The product is not returned for analysis.